Event description:
Admission diagnosis was: class 4 chf with surgery scheduled for mitral valve and aortic aneurysm repair. As a result of the surgery, the patient developed acute renal failure. The patient has other diagnoses to include: thrombocytopenia, macrolytic anemia, and coagulopathy. Date of fms insertion was a week prior. Reason for the diarrhea was unknown but advised that diarrhea prior to fms insertion was bloody. Duration of diarrhea was at least a couple of days per clinician. Patient under went a colonoscopy on event day at which time the fms was removed and d/c'd. The gi physician diagnosed a 2 cm ulceration in the rectal mucosa. The patient received fresh frozen plasma and the bleeding has stopped.

Manufacturer narrative:
Reported to the FDA on june 27, 2006.